Manufacturer narrative:
As part of our investigation, irhythm performed a review of this complaint. The investigation found that the patient contacted irhythm during the wear period on day 3 to report skin irritation. During the call, the patient was advised to remove the device if unbearable. Despite this, the patient chose to continue using the device for as long as possible. Irhythm made several attempts via telephone to contact the patient to obtain additional information. However, the patient responded by email and requested that all communications be emailed. As a result, irhythm advised the patient via email to contact their healthcare provider and seek treatment if necessary, on july 5, 2023. The patient declined to seek treatment at that time but mentioned that they would inform their primary care provider about the incident. In addition, the xt device was returned to irhythm, and the clinal data was downloaded. The clinical data revealed the patient wore the device for 11 days of the 14 days prescribed. The patient had no history of reactions to medical adhesive but did have sensitive skin. However, it should be noted that skin irritation is a known inherent risk of the device. The zio xt device manual contains a "warnings" and ¿removal & return¿ section that states: ¿ do not use the zio xt patch on patients with known allergic reactions to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. ¿ if skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. ¿ gently tilt the center of the patch up. Using the adhesive remover to the right, sweep between your skin and the patch while peeling one side from the center out. Repeat for the other side, peeling from the center out. Wash skin with mild soap, rinse with water, and pat dry.

Event description:
On october 25, 2023, irhythm received a medwatch report (mw5146628) which alleged that a patient had experienced skin irritation and sustained scarring at the zio xt adhesive site. According to the report, the zio xt device was attached in clinic, and shortly after, the patient's skin became itchy, irritated, and red. Due to the patient's skin reaction, the device was removed. However, the patient allegedly experienced pain during the removal process, which resulted in scarring.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.